Manufacturer narrative:
The pt was revised 6.2 years after prior surgery to remedy a failed stem. The stem was not a djo surgical/encore product. The head, liner and shell were made by encore medical. The head, liner and shell were explanted during revision but were not returned for investigational review. The dhrs were reviewed and all processing and inspection steps were executed as intended, no ncmrs created. The surgeon mixed product across manufacturers, against recommendations in the IFU regarding combining different system devices. Conclusion: no further action required. No failure of encore devices, only related to another manufacturers device that failed and was in use with encore devices.

Event description:
Revision surgery - the stem failed (not encore product). New head was used and encore stem to match the encore metal on metal liner and cup.